Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of diabetic ketoacidosis. Per the pt, she measured her blood glucose as >500 mg/dl. She was admitted to the hospital with a diagnosis of diabetic ketoacidosis. Upon admission, her blood glucose was 495 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.